Event description:
A user facility reports difficulty folding an intraocular lens (iol) with the cartridge of the iol delivery system. It is not known whether there was patient impact/injury associated with this event. Additional information has been requested.

Event description:
The user facility provided addition information indicating there was no pt/injury associcated with this event.